Event description:
A customer reported that the cannula leaked during surgery. The procedure was completed without harm or impact to the patient. There is no additional information expected to be obtained for this case.

Manufacturer narrative:
The investigation is in progress. A sample has been received, however has not yet been evaluated. A root cause has not been identified. (B)(4). This report was mailed to FDA on: 06/11/2014. (B)(4).